Event description:
In 2007, patient underwent a genetic amniocentesis based upon the pt's family history. The pt's brother has an inversion of a portion of chromosome number 8. The pt met a geneticist in 2005 and was informed that the likelihood of this pt having a child with the pt's brother's chromosomal abnormality was low. Prenatal genetic diagnostic testing is available through lab, regardless of the low likelihood of an abnormality, the pt decided to undergo an amniocentesis to assess the fetal karyotype. The amniocentesis was performed using myco medical -22 gauge -3.5 inches- quincke spinal needle -lot #6248-01-. The procedure was performed under continuous ultrasound guidance and following sterile technique. A single insertion of the needle was performed. The anterior placenta was not traversed. The needle tip was in a large pocket of amniotic fluid. After approx 20 milliliters of clear amber fluid was obtained the fetus moved toward the needle tip. The fetus appeared to never contact the needle tip. Because the fetal head was the part of the fetal body which was closest to the needle tip, the needle was partially withdrawn and directed into a different pocket of amniotic fluid. At that time, it was noticed that the hub of the needle had disconnected from the shaft of th needle. The shaft of the needle remained within the pt's anterior abdominal wall and myometrium. The amniocentesis was abandoned. An attempt to grasp the proximal portion of th needle shaft was unsuccessful. The pt was admitted to the hosp and under went laparotomy to remove the needle shaft. Following the laparotomy/ the maternal and feta statuses are stable and reassuring. Dates of use: one day. Diagnosis reason for use: maternal family history of chromosomal abnormality. Abated after use stopped or dose reduced? 1. Yes, event reappeared after reintroduction? 1. No.